Manufacturer narrative:
Alleged failure: probe in continuous operation without any user operation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a small amount of fluid ingression into the handpiece; in addition, the most likely point of entry for water/saline is the opening around the suction tube due to the broken/damaged bond of the polyimide and suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.